Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer presents symptoms such as slurred speech and dizziness, but denies the need for medical attention. The customer's expected blood results are 110-116mg/dl. Verified test strips expire 08/15/2018. Test strip storage location was not provided and opened vial date is 09/19/2015. Reviewed meter memory: (B)(6). Customers concern:257mg/dl. No adverse event reported.